Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the forceps elevator wire of the subject device was cut. The user facility stated that the phenomenon was found after the procedure. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result and correct in the initial report submitted on may 24, 2020. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. However, based on the information from olympus europa (B)(4), omsc concluded that the reported event was not reportable event.